Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation primary with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 08/30/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, two devices were returned. Device a returned without fluid and brown material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 1.2 cm on the anterior aspect and creases were noticed as well. No other anomalies were discovered. Otherwise, at device b also returned without fluid. Brown and white material were observed within the device and on the shell surface. Product evaluation team noticed siltex delamination from the shell. No other anomalies were discovered. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/18/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The date problem observed was 01/01/2016. The implant was totally deflated. The date of explantation was 7/10/18. The replacement devices were saline mentor smooth round moderate plus profile 325cc. Patient age at the time of event was (B)(6) old. Manufacturer¿s reference number: (B)(4).